Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this high shocking impedance measurements did not result in a serious injury, however this type of malfunction could lead to death or serious injury if it were to occur again.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that right ventricular (rv) lead exhibited high shocking impedance measurements, possibly due to lead integrity issues. The patient underwent a surgical intervention to abandon the lead and implant a new product. No additional adverse patient effects were reported.